Manufacturer narrative:
The device was not explanted. Follow up report indicated that the patient was put on an antibiotic therapy. There was no other report of further complication. The manufacturing and sterilization records were reviewed and no nonconformities were found. The device is not available for return.

Event description:
It was reported to nevro that a patient was admitted to the hospital for a surgical incision and drainage of the ipg pocket. The patient was given IV antibiotics and was discharged with a PICC line. The device has not been explanted. The patient was receiving effective therapy prior to the event. There is no report of further complications.